Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. It was reported that a malfunction alarm occurred. The customer's blood glucose was 230 mg/dl. Customer reverted to an alternate method of insulin therapy.